Event description:
Reporter alleged the patient received a discrepant blood glucose result of 35 mg/dl back to back with a result of 131 mg/dl on the inform system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.